Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and can destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the soft components of the up and down buttons on the patient's infusion device were torn. It was reported that the up button was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.